Event description:
(B)(4). Pt reported that she experienced severe pain, 2 week long menstrual cycles, and spotting of blood the remainder of the month. Despite several forms of treatment the pt reported that she experienced no relief from the pain and irregular menstrual cycles. Eventually, the micro-inserts were removed and a salpingectomy performed. The pt stated that her pain and irregular menstrual cycles completely resolved following essure micro-insert removal. The pt believes that the essure micro-inserts were responsible for the symptoms she was experiencing.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.